Event description:
It is reported that during a c5-c6-c7 prodisc-c procedure to treat c5-c7 cervical stenosis, the surgeon inserted a 7mm prodisc-c at c6-c7. When the inserter instrument was removed from the implant one of the prong tips broke off into the edge of the implant. The surgeon was able to successfully retrieve the fragment without removing the implant. The surgery was completed with approximately a one minute delay. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot 318441 is corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be good. No non-conformance reports were generated during production. A product development evaluation was completed: the 03.820.129 is the implant inserter for the pro-disc-c implant system. It can be found in the technique guide. The inserter interfaces with the implant and is used for insertion into the prepared cervical disc space after chiseling or milling the keel cuts. The instrument was received with a fractured insertion tip on the handle etched "up." The fracture occurred just above the tool formed radius on the tip. The complaint handling unit performed a finite element analysis using pro-mechanica and determined that it would require 1000 n of pulling force (approximately 225lbs) to cause the ultimate tensile strength to be reached (420a ss uts is approximately 1586 mpa). Just above the radius shows 1588 mpa of von mises stress. This is excessive force and forces of this magnitude should not be generated when using this instrument correctly (insertion). For implant removal, a grasping instrument is recommended to be used. In addition, the fea model showed higher stresses at the distal tip which indicates the instrument should have failed at that location first if loads were applied in tension. The loading scenario to cause this in unknown, it may have been due to the instrument being misused, dropped, high impaction forces applied or off axis loading. The complaint handling unit engineer reviewed engineering d. The materials specifications are adequate for the devices intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.